Event description:
The customer reported to philips healthcare that the heartstart mrx would lock up when the op check was performed. There was no pt info.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.